Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic low anterior resection procedure, the device was able to be fired; however, after firing the jaws of the radial reload that was used, it would not open and the device locked on the tissue. The surgeon tried disconnecting and reconnecting the adapter from the handle but nothing has changed. The surgeon also tried to use manual retrieval tool in the center hole on the adapter but nothing has changed. To resolve the issue, the surgeon used another device and fired linear reload proximal to the radial reload in order to remove it. The surgical time was extended for more than 30 minutes due to the device problem.